Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, scratched case, partially broken retainer and broken reservoir tube lip. Unable to perform displacement test due to broken retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the reservoir top part broke, clip is loose and reservoir does not lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.